Event description:
Stent with delivery system was advanced toward the target lesion in a septal perforator. It was not possible to cross the lesion, therefore, the stent and delivery system were pulled back. The physician attempted to pull the stent back into the guide catheter, and the stent dislodged from the stent delivery system. The stent was successfully retrieved, and the procedure was finished with a ptca of the target lesion. No further treatment was performed and there was no add'l clinical sequelae reported relative to the event.